Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
The screw bit on the post oxy side broke off whilst the nurse was trying to aspirate some clot out the pigtail. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the quick vent luer lock of the hls module broke during aspiring of a clot. The hls module was investigated in the getinge laboratory on 2021-03-29 with following results: during visual inspection it could be confirmed that the "quick vent" luer lock connector is broken. After consultation with the supplier of the part "blood outlet cover" as a most probable root a decreased material durability was determined caused by: -material adherence during molding -insufficient venting during molding the decreased material durability in combination with external influences could lead to the mechanical damage of the luer lock connector. The production records of the affected hls module (dms# 2863963, 2884429) were reviewed on 2021-04-01. According to the final test results, the oxygenator with the serial# 1473108 passed the tests as per specifications. 2 based on the investigation results the failure "luer lock broke off" could be confirmed. The issue has been addressed to the supplier of the blood outlet cover to optimize the tool for the luer lock connector. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).